Manufacturer narrative:
The initial MDR 2432235-2015-00209 was filed on april 23, 2015. Additional information (04/30/2015): based on a continuing concern by the customer, a siemens customer service engineer (cse) specialist was dispatched to the customer site to perform additional troubleshooting. After evaluating the instrument, the cse could not find any instrument malfunction. The cause of the discordant, falsely elevated tni-ultra result on one patient sample remains unknown. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate platform, resulting lower than the initial result. The sample was repeated again on a dimension exl instrument, resulting lower than the initial result but higher than the first repeat result obtained on an alternate platform. It is unknown if the repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse ran quality controls, calibrations and precision testing, all of which were within acceptable ranges. The customer has no issues with the tni-ultra runs. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown.